Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was documented that customer experienced keypad anomaly. It was documented that the up button was not responding. Customer declined to be transferred to helpline.